Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-04793. Follow up information identified the physician repositioned the migrated lead on 11 june 2018. Postoperatively, effective therapy was restored.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-04793. It was reported the patient experienced ineffective stimulation due to lead migration, as confirmed via x-rays. Reprogramming attempts were unsuccessful. As a result, the patient may be awaiting surgical intervention.